Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation, abdominal sacrocolpopexy with mesh, in order to treat recurrent uterovaginal prolapse, rectocele, widened genital hiatus, cystocele, dyspareunia probably secondary to right uterosacral ligament. It was reported that the patient had the concurrent procedures of a supracervical hysterectomy, right uterosacral ligament dissection with release of scar band, posterior colporrhaphy with vaginal release of scar band, burch colposuspension, and perineorrhaphy performed during mesh implantation. No additional information was provided.